Manufacturer narrative:
Based on the claim against the product by the customer noting broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.115¿ x 0.255¿ was not returned with the instrument. Common causes of the failure mode broken instrument main tube are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observations not reported by site that are related to the primary failure were also identified: the fenestrated bipolar forceps instrument was found to have broken grip cables at the distal end. Common causes of the failure mode broken - distal instrument grip cable are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have a dislodged proximal clevis at the distal end. Common cause of this failure is attributed to mishandling/misuse. The instrument was found to have broken conductor wires at the distal end. The instrument failed the electrical continuity test. Common cause of this failure is attributed to a component failure. This complaint is reportable malfunction event due to the following: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument broke. The procedure was completed with no reported injury.